Event description:
A hospital in (B)(6) reported that they were unable to adjust the maximum pressure setting on an rd900 infant resuscitator. The hospital reported that the valve was broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint neopuff was returned to a distributor in (B)(4). Fisher & paykel healthcare has confirmed that the maximum pressure knob on the neopuff does not function and that the distributor would like to replace the valve assembly. However the customer has not yet accepted the distributor's offer to repair the device, so no complaint components have been returned to fisher & paykel healthcare for investigation. Two photographs were provided showing the front and rear of the neopuff case, however the photographs are not conclusive with regards to the reported fault. Without further information or the receipt of the device, we are unable to determine the root cause of the reported fault. A lot check revealed no other complaints of this nature (faulty valves) for lot number 030205.

Manufacturer narrative:
(B)(4). Following submission of the final MDR on 22 february 2011, the complaint device components were returned to fisher & paykel healthcare (B)(4) for evaluation. The following components were received: neopuff front fascia, neopuff valve assembly. The returned components were dirty and damaged (the maximum pressure relief valve cover and inspiratory pressure valve cap were missing). The returned valve assembly was attached to a manometer for testing. There was a slight pressure drop after 40 cmh2o during a test of the maximum pressure relief with the peak inspiratory pressure valve closed. It was also noted that the maximum pressure relief and peak inspiratory pressure valves vibrated around 50 cmh2o. A lot check revealed no other complaints of this nature for lot number 030205. The neopuff operator manual states that the set-up procedure, as described in the manual, "should be carried out prior to every use of the neopuff to ensure that the device is functioning correctly". The set-up procedure includes a check of the device settings. The device technical manual describes the functional tests and advises that if any of the valve tests fail, then a new valve assembly is required.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has requested photographs of the complaint device. We will provide a follow-up report upon receipt of the requested photographs and completion of our investigation.

Event description:
A hospital in (B)(6) reported that they were unable to adjust the maximum pressure setting on an rd900 infant resuscitator. The hospital reported that the valve was broken. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that they were unable to adjust the maximum pressure setting on an rd900 infant resuscitator. The hospital reported that the valve was broken. No patient consequence was reported.